Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test or verify stuck button alarm due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose was 100 mg/dl. Customer stated that they were not able to clear the alarm. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.